Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving a motor error alarm while rewinding the insulin pump. The customer's blood glucose was reportedly within normal range. The customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. However, the pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.